Event description:
It was reported there were capture anomalies during the im- plant procedure and the patient decompensated. Therefore, the case was abandoned. Pericardical tamponade was suspect- ed.